Event description:
Customer reported to beckman coulter inc that the unicel dxc 600 synchron system generated false low sodium (na) results. The results were reported out of the lab. The system was recalibrated and samples repeated with results of approximately 5-6 mmol/l higher when the physicians questioned the initial results. Although the customer stated that quality control (qc) on the day of the event was within range, the customer's range is wide, and qc data provided showed that both levels were approximately 4 mmol/l low on the day of the event. The customer stated that approximately 46 patients were affected, but provided only incorrect vs. Correct data for 11 patients documented as being erroneously low. There was no change to the patients care or treatment. A beckman coulter field service engineer was dispatched to the site to evaluate the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse identified and cleaned a dirty flowcell and drain. The fse also replaced the carbon bridge. The repair was verified by established procedures and meets published performance specification.